Event description:
It was reported that an arteriotomy closure of the left common femoral artery was performed using prostyle devices following an interventional procedure in a small-bore hole. During insertion of the first prostyle device, a significant bend was observed where the proximal guide meets the distal guide, leading to its removal. On removal, it was noted that that the device was not intact [guide break], despite no resistance noted when inserting the device. A second prostyle device was then inserted, but the backflow through the marker lumen was weaker than expected. The device was advanced further into the vessel until pulsatile blood flow was observed, and the foot was deployed without issue. However, upon deploying the plunger, the entire device came out. Examination of the device revealed that the posterior foot was missing, though no fragments were found. A third prostyle device was deployed, but a cuff miss [suture retrieval issue] occurred. Finally, a fourth prostyle device was used to achieve hemostasis. There were no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. During post-procedure manipulation of the second prostyle device, the retracted plunger appeared to have deployed successfully, but the suture was cut on the body side of the knot [suture was broken close to the base of the knot]. The suture was easily removed [from the device] by pulling it out. It was noted that the device seemed to have something entangled, restricting the movement of the foot and making it difficult to confirm the missing piece. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The reported foot separation was confirmed. The reported ¿entire device came out¿ unintended system motion could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. The reported marker lumen obstruction could not be confirmed as the marker lumen was successfully flushed and function as expected. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. Since it was reported that the device came out up deployment, it is possible the foot separated when the device was pulled back to position the foot against the vessel wall due to application of force leading the reported foot separation and unexpected system motion ¿entire device came out¿. It is likely the device was not fully inserted into the vessel such that blood flow was not pulsatile and contributed to the reported ¿backflow through the marker lumen was weaker than expected¿. Once the device was sufficiently in the vessel, pulsatile blood marking was confirmed. The subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.